Manufacturer narrative:
Information provided indicates that the broken driver will be returned for evaluation but has not be received to date. Attempts to obtain the product for evaluation have been unsuccessful therefore, product evaluation cannot be performed. As lot identify was not provided, review of manufacturing history records and lot specific complaint history was not possible. A two-year complaint history review did not identify a trend for reports of this nature for this part number. Should the product be received and/or additional information be received a follow-up medwatch report will be submitted. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure performed on (B)(6)2016, the tip of the lock-screw torque driver broke while final tightening the lock screw. The broken pieces of the tip were removed from the patient and the screw and the procedure was completed utilizing the second lock-screw torque driver available in the set with the same torque limiting handle. There was a delay to the procedure of approximately 15 minutes as a result.

Manufacturer narrative:
The driver appears to have experienced a brittle failure of the t25 drive feature. This may have been the result of applied torsion and bending moments. The exact cause for the failure can not be ascertained from the complaint since the device's usage history is unknown but may be due to an overload condition being applied to the driver at some point during its usage history. Review of manufacturing history records for lot 0085it found 4 pieces of this lot were released for distribution on may 3, 2014 with no deviation or anomalies. Two-year complaint history review found one previous report of tip failure for the reported lot. Further review for all lots did not reveal a trend for reports of this nature for this part number.